Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the internal metal wire had been broken and exposed from the bending section of subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc could not review the device history record of the subject device because more than 15 years have passed since the subject device was manufactured. Since the subject device was not returned to omsc, the exact cause was unknown. Based on the evaluation result, it was confirmed that the bending section was broken. Omsc surmised that the reported phenomenon occurred since the internal braid of the bending section was broken due to the application of external force to the bending section of the subject device.